Event description:
On 03-jul-2025, the user reported that on (B)(6) 2025 they experienced loss of consciousness while driving and had a seizure. Emergency medical services (ems) were called and treated the user with glucose. The user's blood glucose was 40 mg/dl. The user was not transported to the hospital. The user requested to return the ilet following this event.

Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.